Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0vapj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they were having a lot of stimulation in the perineal area. The patient was walking around on (B)(6) 2015 and then all of a sudden felt it sharply and powerfully in the perineal area. The patient was feeling stimulation. This was considered to be a sudden change in therapy/symptoms. There were no falls/trauma that could be related to the issue. It was also reported that the stimulation turns off and then the patient would have accidents. Then, they would check it and if they pushed it up or down it was felt again. This had been happening for the past week. It was further reported by the patient on (B)(6) 2015 that they talked to their health care professional (hcp) and the problem was fixed. There were no circumstances that led to the stimulation turning off and it was completely random. To resolve the issues, they changed programs and powered down for one night. The stimulation turning off, the accidents, and the sharp and powerful sensation all had been resolved. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.